Event description:
Event description guidant received information from the patient that he had a procedure that made him feel faint. He had a procedure done on his hand. A device was used to 'burn' some tissue and the patient states he felt faint. He has had the procedure done in the past without problems.